Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the coil was bent near the distal tip.

Event description:
It was reported that during implant the physician noted an insulation anomaly with the lead. The lead was not used, a new lead was implanted.